Event description:
Patient's generator was explanted because it had eroded through the skin. It is not known whether the lead was also explanted. Only the pulse generator was returned to the manufacturer.